Manufacturer narrative:
A ge rep could not be duplicated the reported failure. The system was found to be working as intended. System will be monitored. Any additional information received will be reported.

Event description:
It was reported that the 9800 system locked up and gave system error. No report of patient injury.